Event description:
Indication - other mucopolysaccharidoses, pump malfunction per patient's cad, nurse (B)(6) was infusing pt. Via gravity with rate regulator, as the pump was giving an error 20-c orange lithium batteries. After changing the regular c batteries twice, pump was still not working and still giving the same error. Pt needs new tube and a gravity tubing with rate regulator. Customer service representative will send these this week along with a new pump. Not reported if pt missed dose or if experienced any adverse events. Spontaneous call. We just sent this pump out in march 2020. Pump maintenance due 03-20-2021. Pump serial number is (B)(4). No further information provided. Reported to (B)(6) by:patient/caregiver. Dates of use: (B)(6) 2016 to current.